Manufacturer narrative:
(B)(4). Evaluation summary: post market vigilance (pmv) led an evaluation of one reload opened by the account. This evaluation was based on a technical review of all data received from the site, a pmv review of manufacturing records, a pmv review of complaint trends, and an evaluation of the returned devices. Visual inspection of the cartridge revealed that the reload was fully fired. The reload had damage to the cutting edge of the knife blade noted during microscopic inspection. The reload was loaded into a post market vigilance instrument for functional testing. The reload was cycled without hesitation. Functional testing confirmed the safety interlock feature successfully prevented the reload from cycling again. The returned device was found to not meet specifications. A review of the device history record could not be performed because the lot number was not provided. However, records from each manufacturing lot are thoroughly reviewed to ensure that products are released meeting all quality release specifications at the time of manufacture. Replication of the damaged knife blade may occur when an obstacle has been incorporated in the jaws during application. The file will be closed as misuse of the product. Should new information become available, the file will be re-opened and reassessed at that time.

Event description:
According to the reporter: there was no reported condition. The device was returned in error. No additional information will be made available.